Event description:
Customer requested training on the correct type of testing strips for her precision qid meter. Since she did not know what type of test strips to use on her meter, customer reported taking her insulin medication despite not knowing her glucose reading. Customer reported experiencing symptoms of tiredness and lost of consciousness afterward. Paramedics were called but she was not sure if any treatment was given. Customer reported being transport to a health care facility where she was diagnosed with severe hypoglycemia but the treatment was unknown. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is the final report. This case involves a training issue and does not involve a product malfunction. No further investigation is required.